Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was advised to continue using the pump. The caller was instructed to contact support again if the malfunction recurs and acknowledged the instructions given.